Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H3: complaint was of unknown reasons and was unable to be confirmed. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. As received, all three leaflets had cuts of approximately 8mm and 8mm on leaflet 1, 5mm and 3mm x 8mm on leaflet 2, and 4mm x 8mm on leaflet 3. The cuts had a smooth and straight edge. Cut out fragments were not returned. Sewing ring was cut off around the valve and exposed metal band on the inflow aspect. Wireform was exposed at commissure 2. Suture remained attached to the sewing ring. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Event description:
Through implant patient registry it was learned that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of 2 years, 21 days due to unknown reason. The explanted valve was replaced with a 23mm 11060a valve. Per product evaluation, there is moderate host tissue into the orifice.

Event description:
Through implant patient registry it was learned that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of 2 years, 21 days due to unknown reason. The explanted valve was replaced with a 23mm 11060a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.